Manufacturer narrative:
B1: corrected to adverse event. B2: corected to "required intervention to prevent permanent impairment/damage." Claim# (B)(4).

Manufacturer narrative:
D6a: implanted on (B)(6) 2022. D6b: explanted on (B)(6) 2022. G3: 21-feb-2022 should have been included in MDR supplemental #1. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -9.0 diopter, implantable collamer lens did not inject properly, so the back up lens was used. There was no patient injury. If additional information is received a supplemental medwatch report will be submitted.